Event description:
The customer reported that handle became locked and the device would not close to grip tissue. There was no patient injury. The device was returned to covidien and visual inspection discovered the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.